Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with blood glucose reaching 239 mg/dl and remaining above 180 mg/dl for about one hour before trending down; no device alerts sounded, the prior infusion set had no reported issues, and the user performed supply change guidance with contact detach under agent direction. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included stabilization of blood glucose to 135 mg/dl without use of backup therapy, ketone testing, professional medical intervention, or assistance from others. Investigation included troubleshooting and user education with follow-up to confirm glucose normalization. Investigation of this case revealed no device alarms and no identified device or component malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.